Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. No unexpected no delivery alarm noted during testing. Unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly or air bubble anomaly noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that drive support cap was flushed. The customer's blood glucose at the time of incident it was 300 mg/dl, current blood glucose is 167 mg/dl. The customer treated high blood glucose with needles. The customer was neither hospitalized nor admitted for high blood glucose. Based on customer report customer does not allege pump was under delivering. The insulin pump will be returned for analysis.